Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in clinic a few day ago, upon interrogation the left ventricular lead exhibited low impedance. No intervention was done. On (B)(6) 2016 the patient received an alert and presented in clinic, the left ventricular lead exhibited an impedance issue. The device was reprogrammed and the issue was resolved. The patient was asymptomatic through out visit.